Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse made mechanical and electrical adjustments to correct the non-recoverable fault. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to improper setup. Based on fse field evaluation, the system issue was due to a loosely connected, improperly seated, or disconnected set up joint lc fiber connector.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the customer called in before starting the case to report a non-recoverable fault while attempting to dock the system. The customer power-cycled the system, but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) attempted to review the logs, but the onsite connection was unavailable at the time. The tse suggested connecting the onsite ethernet cable, but the customer indicated that the procedure needed to be proceeded. The tse advised that without internal diagnostics, it was difficult to determine a resolution and recommended switching to another system if possible. The customer agreed to inform the staff.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c20 - no findings available to c13 - operational problem identified. Updated annex d15 - cause not established to d07 - cause traced maintenance.